Event description:
During medial branch radiofrequency ablation, a second degree burn occurred under the grounding pad. The patient was sweating excessively and the edge of the grounding pad became loose during the procedure and three needle sized burns were noted on the grounding pad site. No additional intervention was needed and the patient is in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported burn was due to user error. Per the IFU, clean and dry the application site prior to applying the pad.